Manufacturer narrative:
Strips unavailable for return.

Event description:
Caller states that the patient tested 4.6 inr on device uf0232635 using strip lot 391a while a comparison lab returned as 3.0 inr. No action was taken based on device result. No adverse event reported. Requested return of suspect device, however, caller states there are no strips of this lot to return.